Manufacturer narrative:
(B)(4). The (B)(4) cannula was not returned to fisher & paykel healthcare for evaluation but was destroyed by the hospital. Our investigation is based on information and photographs provided by the hospital and the father of the patient. Visual inspection of the photographs revealed that the infant had sustained a small burn on the upper edge of the ear. The photographs supplied showed the progress of the wound over a two week period, at the end of which time the burn had scabbed and was healing. The parents had stated that they were experienced users of the airvo optiflow system with the optiflow junior cannula. They reported that on this occasion the cannula tubing was hot to the touch and they subsequently put padding around the tubing to protect the baby's ear. The airvo humidifier in use at the time has been retained by the hospital and, as far as we know, it is still in the ward where the incident occured. Fisher & paykel healthcare offered to retrieve the airvo for a functional check but the device was not provided. The airvo system is designed to comply with (B)(4). The surface temperature of the heated breathing tube is within the limits specified by (B)(4) with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating. These include: the airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The safe temperature limit complies with the requirement for maximum humidified gas enthalpy of 43 degrees celsius in iso 8185:2007(e); section 51. Protection against hazardous output. The airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. During production the heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line a full functional test is conducted under load. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that the tubing is not applying excessive pressure to the ears and face. Appropriate monitoring must be used at all times. Do not stretch or crush tube. The user instructions that accompany the airvo humidifier provide the following guideline: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. Based on the event information we have at this stage, and in the absence of any devices or components to evaluate, we are unable to determine how the incident occurred. We have not received any further complaints from the hospital relating to use of the subject airvo. Following this incident a fisher & paykel healthcare clinical representative visited the hospital to obtain further information and provide advice and refresher training.

Event description:
A hospital in (B)(6) reported that while using an opt318 optiflow junior nasal cannula with an airvo 2 humidifier, an (B)(6) old patient received a burn on the upper edge of the ear. No further patient consequence was reported.